Manufacturer narrative:
Physio replaced the main keypad to resolve the reported non-critical issue. After proper device operation was observed through functional and performance testing the device was returned to the customer for use. Further evaluation of the removed main keypad found contamination between the power switch star dome and carbon trace. The root cause is the main keypad.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation physio observed that the on/off button did not respond. In this state the device would be inoperable and defibrillation therapy would not be available, if needed.